Event description:
It was reported that during post-operative check, the right atrial lead was noted to be capturing the ventricles. Upon interrogation, the lead was dislodged. The patient was asymptomatic. No other electrical anomalies were noted. The lead was replaced. The patient tolerated the procedure well without any complications.